Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patent right fallopian tube with an essure implant in the pelvis') in an adult female patient who had essure (batch no. 638495) inserted. The patient's medical history included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: 5-6 coils are visible on the right side, left side: one coil was seen remaining outside in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: right sided essure device with proper configuration. No left-sided device identified and intraperitoneal spillage present. Likely second device been on the right side. This would suggest: the left device has extruded into the peritoneal cavity and has positioned itself toward the right side. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patent right fallopian tube with an essure implant in the pelvis') in an adult female patient who had essure (batch no. 638495) inserted. The patient's medical history included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure implant.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: 5-6 coils are visible on the right side. Left side: one coil was seen remaining outside in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: 1. Right sided essure device with proper configuration. 2. No left-sided device identified and intraperitoneal spillage present. 3. Likely second device been on the right side. This would suggest: the left device has extruded into the peritoneal cavity and has positioned itself toward the right side. Lot number: 638495, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.